Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a "half black screen." This event had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. The user interface module software version of this device is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a half black screen was confirmed during product evaluation. The assignable cause of the reported problem was determined to be a defective main display. Appropriate action was taken to correct the reported problem by replacing the main display. Baxter will continue to monitor similar reports to determine if further actions are required. Additional information: this involved a colleague p1.5 infusion pump with a user interface module software version of 6.63.92.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.a 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s.